Manufacturer narrative:
Follow-up #1: date of submission 08/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be fully intact. All of the keypad buttons were found to be intermittently responsive. The keypad cover was removed and contamination was found under the key contacts. Unrelated to the complaint, damage was found to the pump case between the upper right corner of the display lens and the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up, ok and contrast keypad buttons reportedly were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).